Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was oil gel globules. The following information was provided by the initial reporter. The customer stated: "gel globules were found in a fraction of the serum after the centrifugation was complete. This presents deformed gel."

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was oil gel globules. The following information was provided by the initial reporter. The customer stated: "gel globules were found in a fraction of the serum after the centrifugation was complete. This presents deformed gel."

Manufacturer narrative:
H.6. Investigation: bd had received samples, and 6 photos were forwarded to the facility for investigation. The photos were reviewed and the indicated failure mode for oil gel globule, gel smearing, and fibrin was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for oil gel globules, gel smearing, and fibrin based on the photos provided. Retention samples were not available for this lot, therefore, further testing could not be performed. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was oil gel globules and gel smearing. The following information was provided by the initial reporter. The customer stated: "gel globules were found in a fraction of the serum after the centrifugation was complete. This presents deformed gel."

Manufacturer narrative:
The following fields were updated due to additional provided information: b.5. Describe event or problem: it was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was oil gel globules and gel smearing. The following information was provided by the initial reporter. The customer stated: "gel globules were found in a fraction of the serum after the centrifugation was complete. This presents deformed gel."